Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was experiencing a shocking sensation. As a result, surgical intervention took place where the lead was re-tunneled in deeper fascia. Therapy was restored post-operative.

Manufacturer narrative:
Date of event estimated.